Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. The device remains implanted in the patient, therefore, a device evaluation can not be performed. However, the device catheter is being checked for availability, the delivery is ready or already in transit. The investigation is ongoing. Preliminary results are not yet available. Imaging series have been requested and is available for gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent an endovascular thoracic procedure with two gore® tag® thoracic branch endoprosthesis devices and a gore® dryseal flex introducer sheath (dsf2233). This procedure was part of a planned staged procedure to treat the remaining dissection in the distal aorta, after a type a dissection repair. During the navigation to the indented position at the aortic arch, the gore® tag® thoracic branch endoprosthesis device (tac083415e) had opened spontaneously at the proximal part, without pulling the deployment knob. As reported, the device was reaching the outer curvature in the thoracic aorta after 2 times of unwrapping attempts for a wire twist, with normal techniques to remove wire wrap. Also, a little resistance was felt during pushing the tac through the dsf, but landing zone was reached without any problem. Then, the tac083415e device was at the intended location without a wrap and the unintentional deployment happened. There was only a small portion opened proximally and the tac083415e device was successfully pulled distally, as this was the safest path considered by the physician. In that position, the tac083415e was fully opened. Furthermore, a second gore® tag® thoracic branch endoprosthesis device of identical dimensions was successfully implanted at the designated position in zone 2 of the aortic arch. At the last step, the two gore® tag® thoracic branch endoprosthesis devices were bridged with a terumo relay®pro thoracic stent (non-gore stent graft). The final result was satisfactory. As reported by the physicians, there was no impact on the patient. The device catheter of the firstly implanted tac device is available.

Manufacturer narrative:
Updated g3. Updated h3 - device evaluated by manufacturer, the device was returned and evaluated. H6, - medical device problem code: code a150205 is no longer applicable, removed. - health effect - impact code: code f1901 is no longer applicable. - type of investigation: code b19 and b14 added. - investigation findings: code c19 added. Code c21 is no longer applicable. - investigation conclusions: code d15 and d11 added. Code d16 is no longer applicable. Investigation summary and conclusion, with the imaging evaluation and product evaluation results of the returned device catheter (the device remains implanted): a review of the manufacturing records for this device verified the lot met all pre-release specifications. Imaging evaluation summary: - pre-implantation cta dated 9/26/2025 is available for evaluation. - there appears to be highly angulated aorta in the distal arch. - images also show a surgical graft in the ascending thoracic aorta into the arch. - the length from the lsa to a highly angulated aorta with narrowed flow lumen appears to be ~32mm, by outer curve length. - the smallest flow lumen measurement appears to be ~18mm. - there is dissected aorta throughout the descending thoracic aorta (dta) extending into the abdominal aorta. - images provided do not allow for evaluation in relation to the reported complaint. As per imaging evaluation, there is no direct relationship between the above measurements of the aorta and distal arch. Product evaluation summary: reportedly, there was only a small portion opened proximally at the tac083415e (gore® tag® thoracic branch endoprosthesis - aortic component device). The following product evaluation result was conducted, ¿ the device evaluation showed no abnormalities with leash lines and a curve in the overmolded transition strain relief of the catheter. The stent graft was not returned as it was implanted in the patient. ¿ the findings of the evaluation did not confirm the ¿device had opened spontaneously at the proximal part, without pulling the deployment knob¿. ¿ a root cause for the report of unintentional deployment could not be confirmed during the device evaluation. However, the report of multiple ¿unwrapping attempts for a wire twist¿ and ¿resistance was felt during pushing the tac through the dsf¿ that was undersized for the aortic component may have contributed to the unintentional deployment. The cause for the premature opening cannot be established with the available information and the engineering evaluation summary has found potential use error for the used sheath size. The product evaluation of the returned device catheter was conducted; a use error with the gore® tag® thoracic branch endoprosthesis (tac device) could not be confirmed, however it is possible that under-sizing of the sheath and/or removal of guidewire twists may have contributed to the unintentional deployment in this event. A root cause for the reported events cannot be established with the available information. A manufacturing deficiency associated with the gore® tag® thoracic branch endoprosthesis device was not identified during the device catheter evaluation and with the imaging evaluation available. At last, the deployment in other location than intended was decided by the user/physician and this is unable to define a cause; no cause was established. It cannot be determined a failure for another deployment location as the user completed the deployment of the gore® tag® thoracic branch endoprosthesis device successfully in the other location inside the patient.